Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data found that the device's algorithm analyzed the first segment as ventricular tachycardia. The second analysis was identified as fine ventricular fibrillation and the r series charged the internal capacitor in preparation for the shock; as designed for a shock advised determination using AED mode. However, the customer has indicated that the patient was conscious during the second analysis and that the second analysis occurred after the patient had regained a pulse. Using the device on a patient that is conscious is a contraindication with the device's indications for use. The indications for use instructs the user to disconnect the device once the patient has a return of circulation. The device does not have the ability to detect whether the patient is conscious, breathing or has a detectable pulse or other signs of circulation. The device will continue both CPR instructions and analysis intervals, which could result in a shock advised prompt. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.